Event description:
The customer reported via phone call that they stopped using the continuous glucose monitoring system. Customer stated that their sensor was expired at the time of the annual visit to their health care professional. Customer was given 4 more sensors and they did not work. Customer stated that the calibration would not take and the sensor glucose reading was off by 150 points. Customer stated that they would receive a calibration error when they would go out to eat. Customer stated that the pump would also alarm and beep throughout the night. Customer stated that their trainer confirmed that the insertion was done correctly and the sensors still did not work. Customer stated that they could wear the sensor for 6 days, but customer was advised that it was not recommended. Customer stated that they are happy with the pump and that sometimes the issue was their fault. Customer has type 1 diabetes and stated that their lowest blood glucose was 40 mg/dl. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.